Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3b patient gender: female. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) did not open correctly in the patient's ocular sinister (left eye). There was no use error and no medical intervention and no surgical intervention during the procedure however, it is unknown if the procedure was completed using another iol. Patient prognosis post-procedure is also unknown. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 17-jul-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint simplicity was received inside the original folding carton. The patient stickers, and implant notification card, and patient implant identification card were also received. During a visual inspection, the device was inspected under magnification. The lens was stuck in the cartridge and overridden by the plunger rod. The cartridge tip was observed to be damaged. Ovd was not found to be distributed throughout the cartridge. The lens module was opened and inspected, and no issues were identified. The plunger rod was inspected and was found to be bent, consistent with excessive force being used while trying to advance the lens after the lens became stuck. The handpiece was inspected, and no further issues were identified. The lens was observed to be damaged inside the cartridge; however the lens could not be removed from the cartridge for further evaluation. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. The reported complaint issue "dc-unfolding issue" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.